Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient's merlin transmitter would not turn on. It was noted that power adaptor of merlin transmitter was burned. The transmitter was exchanged as a result. Patent condition was unknown.

Manufacturer narrative:
The field complaint of the transmitter not being able to power on was verified. Unable to verify burnt prongs due to missing ac power adapter. Only exposed wires were on the unit. The visual inspection revealed no physical damage to the outer plastic housing of the transmitter. Could not do power verification due to the damage to the ac power adapter. After opening the transmitter, the main pcb board was found to be burnt. Unable to test unit with working ac power adapter due to damage to transmitter main pcb. Due to damage, unit was not able to power on.